Manufacturer narrative:
The manufacturing date and use before date could not be located in the manufacturing database.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.